Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported a ¿dosing stops soon¿ alert. Cgm glucose was 300 mg/dl, trending down to 275 mg/dl; a fingerstick confirmed 235 mg/dl. The agent advised that the alert was due to a brief cgm connection loss. The dexcom g7 sensor reconnected automatically, and bg returned to range.